Event description:
It was reported that after opening the pack it was discovered that the "10 ml jelly lube syringe leaked".

Manufacturer narrative:
It was reported that after opening the pack it was discovered that the "10 ml jelly lube syringe leaked". The customer reported the incident was discovered prior to use on a patient and there was no patient involvement. The customer did not report any patient involvement or injury related to the incident. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.